Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device. The source of this report literature : "shoulder and elbow - cemented humeral stem versus press-fit humeral stem in total shoulder arthroplasty" - the bone & joint journal 2019;101-b:1107-1114.

Event description:
From literature article from yu et al. Titled, "cemented humeral stem versus press-fit humeral stem in total shoulder arthroplasty", the authors reported in a review of studies in which 70% of patients received the aequalis total shoulder in the cement group. It was reported that the patients in the cement group had revisions for: 25 cases of loose glenoid; 10 cases of rotator cuff pathology; 2 cases of instability; 3 cases of deep infection; 1 case of both components loose; 2 cases of unknown complications.